Event description:
The physician implanted an on-q post-op pain relief system after coronary artery bypass graft. Tubing was placed in the sternal wound. The physician attempted to remove the tubing to disconnect the system several days post-op. Tubing broke off from the device. Physician had to surgically remove the tubing.